Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information.